Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm when they were trying to bolus. The customer's blood glucose level was 433 mg/dl. They delivered a 4.6 unit bolus after a set change. The customer had the flu and was going to the hospital the next day. Troubleshooting was performed and the insulin was able to exit without incident. The customer declined to check their pump settings. The device will not return for analysis.